Manufacturer narrative:
The root cause of the reported event has not yet been determined. The investigation is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam scope while being inserted into the aquabeam handpiece. The broken scope could not be removed from the handpiece; therefore, both devices were replaced with new units, and the procedure was successfully completed. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam scope was returned for investigation. Visual inspection confirmed the reported scope breakage as the scope was returned with a significant portion of the semi-flexible hypotube severed. The scope broke during insertion. A review of the device history record (DHR) for ab2000/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of similar complaints identified 10 other similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00, was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup visually inspect all surfaces of the aquabeam scope for any damage or wear. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The root cause of the reported event was determined to be use error. The current user manual explicitly mentions how to reduce scope breakages - "do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.